Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled at the start of a hemodialysis treatment. Treatment was stopped before the patient's blood researched the dialyzer. The pt's blood was not rinsed back resulting in an estimated blood loss of less than 125 ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Manufacturer's field service technician evaluated the machine and found pressure relief valve 78 was leaking and crusted over. Facility technician was notified of findings and that valve 78 needs to be replaced. No parts were returned for evaluation.